Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, multiple shock testing and full functionality testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads and batteries returned passed all testing. Review of the device activity log showed no errors related to the customer's report. The clinical data file showed two shocks that were set to 120 joules on 55 ohms were delivered. The investigation concluded no device malfunction was found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output is out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.